Manufacturer narrative:
A sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues noted and included clear passage and clamp function testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution in an amia automated pd cycler set was not draining to the drain line correctly and may be draining into the other solution bags. The patient stated that they had found fibrin and still had remaining solution in the solution bags. The patient stated they also had the heater bag filled with waste fluid. This event occurred during use with patient involvement. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.